Manufacturer narrative:
Device evaluation summary: the reported issues getting quality control to pass was not verified during service. The technician was unable to duplicate reported complaint. The technician ran eqc several times and unit passed every time. Preventive maintenance was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service centre. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during testing, prior to use of a hms plus instrument, it was reported there were issues getting quality control to pass. The instrument was not used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer was having issues with liquid quality control only. There were no error codes observed.

Manufacturer narrative:
Conclusion: the complaint is not confirmed for the hms plus instrument¿s issues getting the quality control to pass. The service technician was unable to duplicate the reported complaint. The service technician ran the electronic quality control several times and the instrument passed every time. Preventive maintenance was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this instrument are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.